Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain cycle one) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 11:01:12. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device with no issues noted. A visual inspection was performed with no issues noted. The cause of the reported issue could not be determined through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.